Event description:
Patient pondered suicide as a way out "[suicidal ideation]", had 1 day of relief followed by a month of the most indescribable pain patient ever suffered. Every pain patient was suffering from the osteoarthritis multiplied by many factors. It was a nightmare of pain beyond belief "[osteoarthritis]"; patient couldn¿t walk "[gait disturbance]", patient's knee hurt. It got worse with every step patient attempted "[arthralgia]". Patient did not sleep "[sleep deficit]". Thighs and legs constantly cramped "[muscle spasms]". Patient got a synvisc one in hip(right) "[off label use of device]". Case narrative: initial information received on (B)(6) 2026 regarding an unsolicited valid serious case received from a non-healthcare professional (consumer). This case is linked with case (B)(4) (multiple devices suspect used in same patient, case for left hip). This case involves a patient of unknown age and gender who pondered suicide as a way out. Had 1 day of relief followed by a month of the most indescribable pain patient ever suffered. Every pain patient was suffering from the osteoarthritis multiplied by many factors, it was a nightmare of pain beyond belief, did not sleep, and thighs and legs constantly cramped while being treated with medical device hylan g-f 20/sodium hyaluronate (synvisc one) in hip (right). The patient's past medical history, past drugs, vaccination(s), and family history were not provided. The patent suffered a great deal from spinal issues and a severe case of osteoarthritis for many years and have tried almost all remedies, none which were as effective as the synvisc shot patient had in knee in (B)(6) 2025. The patient had some occasional pain and went back to the doctor who had given the first shot for a second shot and he told patient about synvisc one for the hip condition. Patient did not have x-ray, so patient went to the pain clinic, which gives patient a cortisone epidural every 6 weeks. Concomitant medication(s) included: oxycodone hydrochloride/oxycodone terephthalate/paracetamol (percocet), morphine (morphine), and levothyroxine sodium (t4). In (B)(6) 2026, the patient received hylan g-f 20/sodium hyaluronate (synvisc one) (strength: 48mg/6ml) at an unknown dose, frequency via unknown route for osteoarthritis in right hip (off label use, same day latency) (batch number and expiry date: unknown). The patient had 1 day of relief followed by a month of the most indescribable pain patient ever suffered. Every pain patient was suffering from the osteoarthritis multiplied by many factors, it was a nightmare of pain beyond belief (osteoarthritis, onset date: (B)(6) 2026 and latency: unknown) (batch number and expiry date: unknown). After a week, the patient pondered suicide as a way out (suicidal ideation, onset date: (B)(6) 2026 and latency: approximately a week), did not sleep (sleep deficit, onset date: 2026 and latency: unknown), couldn't walk (gait disturbance, onset date: (B)(6) 2026 and latency: unknown), couldn't lie down, knee hurt and got worse with every step patient attempted (arthralgia, onset date: (B)(6) 2026 and latency: unknown). Patient's thighs and legs constantly cramped (muscle spasms, onset date: 2026 and latency: unknown). Patient bought new shoes because he/she could not walk (batch number and expiry date: unknown for all events). The patient turned to methylene blue because the percocet, morphine and t4 patient was already taking became ineffective. Patient was told the methylene 4 could kill him/her which did not frighten the patient. Today ((B)(6) 2026) patient went for 6 week epidural and was told that what patient suffered through was a known side effect of synvisc. The epidural patient had seemed to relax many of the symptoms, patient had been suffering through. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all events. Corrective treatment: cortisone acetate (cortisone epidural) and methylthioninium chloride (methalyne blue) for osteoarthritis and its symptoms, not reported for suicidal ideation, sleep deficit and muscle spasms. Event outcome: unknown for suicidal ideation, recovering for osteoarthritis and its symptoms, sleep deficit, and muscle spasms. Seriousness criteria: medically significant for suicidal ideation; intervention required for osteoarthritis and its symptoms. Company comment: sanofi company comment dated (B)(6) 2026: this case involves a patient of unknown age and gender who pondered suicide as a way out. Had 1 day of relief followed by a month of the most indescribable pain patient ever suffered. Every pain patient was suffering from the osteoarthritis multiplied by many factors. It was a nightmare of pain beyond belief: did not sleep, and thighs and legs constantly cramped while being treated with medical device hylan g-f 20/sodium hyaluronate (synvisc one) in hip (right). Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, underlying condition of spinal issues and a severe case of osteoarthritis could be the confounding factors. Further information including injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.